Manufacturer narrative:
H6 codes b14, c19: product history review: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H3 other; h6 codes b01, c19: device evaluation: engineering evaluation of the device could not confirm the reported failure of failure to advance. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the reported failure mode could not be established with the available information and causation of damaged distal shaft is unknown.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for a male patient in the splenic artery for the treatment of aneurysm. For the endovascular procedure, a 8fr destination¿ guiding sheath (terumo interventional systems) was used. The delivery catheter could no longer be advanced shortly before reaching the splenic artery. Some pressure was applied to reach the splenic artery, but without success. As a result, the catheter was removed and inspected, and a fracture, a breaking point, was discovered. For this reason, it was decided not to use the catheter any further, and a new viabahn device was used instead. The procedure was successfully completed without any negative consequences for the patient. The physician suspected that probably the kinking was too strong and the vascular vessel convolutions were very strong.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 "other": h6 codes b01, c21: the device arrived at gore for further evaluation. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 other; h6 codes b01, c19, d14: engineering evaluation: evaluation of the returned device indicates that the distal shaft is damaged and outer zipper was partially deployed. Engineering evaluation of the device could not confirm the reported failure to advance. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the reported failure mode could not be established with the available information and causation of damaged distal shaft is unknown. Investigation conclusions: the reported primary failure mode concerning an inability to advance a viabahn® device to the target location could not be independently confirmed as the clinical conditions that may influence advancement could not be replicated in a laboratory setting. As reported, the physician indicated significant vascular convolutions may have contributed to the advancement issue. Therefore, the cause is attributed to events related to patient condition (i.e., vessel tortuosity). Engineering evaluation confirmed damage at the distal shaft adjacent to the transition consistent with the report of a ¿breaking point.¿ as reported, some pressure was applied following the inability to advance the catheter to the target site. The physician further commented that ¿the kinking was too strong.¿ therefore, the cause of the catheter damage observed following advancement is consistent with unintended use error, specifically user continues to use device even though resistance was felt. The initial report was sent in abundance of caution. The initially reported event of the viabahn delivery catheter "fracture" led to the conclusion that a catheter breakage occurred in the patient. Additional information described the event as a breaking point, but not a break. The viabahn device was returned to gore and evaluated. The evaluated event of catheter kink during insertion does not meet the requirements for a reportable malfunction and/or reportable serious injury, there was no report of patient harm and another viabahn stent could be implanted successfully. The incident may not directly or indirectly led nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health, if it was to recur. Therefore this event is considered not reportable and is being retracted.